Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one ultraclip dual trigger breast tissue marker was returned for evaluation. On visual evaluation, the device was appeared to have residue throughout and the device was received with the marker deployed as the plunger was noted to be fully depressed. And it was noted that the device was detaching and partially split down the middle. No other visual anomalies were noted to the device. Due to the nature of the complaint, functional testing was not performed. Therefore, the investigation for the reported detachment is confirmed as the device was noted to be detached in the middle. A definitive root cause for the alleged detachment could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 05/2025), g3 h11: h6 (method, result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during an ultrasound guided breast marker placement procedure, the plastic body of the device was allegedly split lengthwise all the way to the tip during application. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 05/2025) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that during an ultrasound guided breast marker placement procedure, the marker allegedly came apart while placing in breast. It was further reported that the plastic body of the device split lengthwise all the way to the tip during application. A coaxial was used. There was no reported patient injury.